Event description:
During preparation for use of the device for cardiopulmonary bypass, indications were observed that the backup batteries could not be charged as expected. Further diagnostic indications revealed the failure of one of the two power supplies. The pump system remained fully functional with the remaining power supply, however, capability to recharge the back up batteries was not available. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device was repaired and returned.the field service rep determined that the power supply sub-assembly of the heart lung console was affected. That assembly was replaced which restored the device to normal function. The evaluation of the sub assembly is in progress as of the date of this report.